Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 310 mg/dl. Reportedly, the cause was the customer had an adverse reaction to insulin, resulting in customer requiring assistance from paramedics to address the insulin reaction via a glucagon shot and food. The customer declined to provide additional information regarding the issue.